Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left bundle branch lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this left bundle branch lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.